Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the indigo carmine test showed that one of the ureters was kinked closed. The physician cut one of the pinnacle sutures and the problem was resolved. The physician stated the pt is doing fine, and the prod performed as intended. He opined that he caught one of the ureters during the repair procedure, and the lift he got with the prod caused the ureter to kink.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.